Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Despite requests, no information in regards to further steps has been received. This is a final report. Correction: it was initially indicated that the device has been received on 2019-02-05. However, this was indicted by mistake. The device is still implanted and no information about further steps has been received.

Event description:
The recipient has no more hearing sensation with the device.despite request, no information in regards to further steps has been received.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. A re-implantation surgery is considered but no date has been provided yet.

Event description:
The recipient has no more hearing sensation with the device. No trauma has been reported. A re-implantation surgery is considered but no date has been provided yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation with the device.